Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The balloon did not inflate during an sfa (superficial femoral artery), and it was noted that the catheter lost liquid. It was further confirmed that there was a pinhole leak in the balloon. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence .